Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it is reported that during a femur fracture surgery on (B)(6) 2018, the inter-lock screwdriver broke when the surgeon was placing the locking screws. Another screwdriver was used to complete the surgery. There was no surgical delay reported. No fragments were generated inside patient. No patient consequences reported. Concomitant device (s) reported: locking screws (part #: unknown, lot #: unknown, qty: 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.010.472, lot# l432202. Manufacturing location: haegendorf, release to warehouse date: jun 16, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Visual inspection performed at customer quality (cq) identified a twisted main driver distal tip, but the sliding bar shaft distal tip is not twisted at all. The received condition of twisted does not agree with the reported condition of broken. Visual examination under 10x magnification at cq confirmed that no breakage has occurred, but the main driver tip is severely twisted in the direction of resistance encountered during screw insertion. Therefore, this complaint is confirmed for the received twisted condition but not the reported broken condition. Relevant drawings were reviewed during investigation. The stardrive 25 / 3.5mm hex long inter-lock screwdriver is a reusable instrument used for insertion and removal of distal locking screws during femoral and tibial nail procedures. No product design issues or discrepancies were observed. An accurate dimensional inspection of the twisted tip could not to be performed at cq because of the post manufacturing deformation. A definitive root cause for the twisted tip could not be determined based on the provided information. The returned condition of the device is consistent with the expected damage from not having both tips of the screwdriver fully seated before applying torque thus, the method of use likely resulted in the complaint condition. This complaint is confirmed for the as received twisted condition not the reported broken condition however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number updated and received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record (DHR) review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.